Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer and the avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and was unable to confirm the intermittent image issue. The video image was normal when the avl video baton 3-4 was connected to a test monitor and the video baton was manipulated. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope avl video baton 3-4, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image cut in and out. A delay in the procedure of an unknown duration occurred as another avl baton was obtained. No harm to the patient or user was reported.